Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert was detected for an out of range right ventricular (rv) intrinsic amplitude measurement. The health care professional (hcp) requested technical services review the presenting electrogram (egm) because the patient is dependent. Technical services discussed that the egm showed very odd behavior. There was an atrial pace marker followed by a ventricular pace marker. Both were at the sensor indicated rate. There were also oversensed beats on both channels. The atrial beat fell into the blanking period and the ventricular beat fell into the refractory period, so it was not sensed. Technical services discussed this could be atrial and/or ventricular loss of capture, non-conducted premature atrial contractions, or retrograde conduction. Technical services recommended further evaluation to determine the root cause for the clinical observations. No further information was provided. At this time, this pacemaker remains in service and there were no adverse patient effects reported.